Event description:
: It was reported that during the implant procedure, there was diaphragmatic pacing. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found. The helix/lobe was distorted. Per visual inspection, it was noted that the lobes were slightly twisted and had dried blood on them. Upon analysis, it was reported that there were no anomalies found, there was blood in/on the distal conductor (non-obstructing)